Event description:
During surgery to convert a global ap shoulder to a reverse shoulder due to a torn rotator cuff, poly wear of the glenoid component was found. The glenoid component was also loose at the cement/bone interface; however, the manufacturer of the cement used in the primary surgery is unknown.

Manufacturer narrative:
The device and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states the patient had a torn rotator cuff, replaced with reverse shoulder. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.